Manufacturer narrative:
The customer¿s experience of suspected diversion was not confirmed. The customer requested pcu event log reviews for two systems for the period between 0600 and 1000 on 13 february 2018. The first system consisted of pcu s/n (B)(4), sm s/n (B)(4), sm (B)(4), sm s/n (B)(4), pm s/n (B)(4) and pm s/n (B)(4), however only 2 devices (sm s/n (B)(4) and pm s/n (B)(4) were used during the period requested. The pcu event log shows that sm s/n (B)(4) was programmed to run a basic infusion at 18ml/hr using a 35ml monoject syringe with 27.7523ml detected at 5:37 am on 13 february 2018. At 7:37 am, the log shows a pressure disc was inserted and the user restarts the infusion. At 8:36 am, the user changes the rate to 28ml/hr. At 8:39 am, the device is paused and then restarted approximately 10 minutes later at 8:50 am. The device is paused again and then restarted 16 seconds later. At 8:56 am, pump module s/n (B)(4) alarmed for flo stop open for 2 seconds. The user then programs a basic infusion to run at 25ml/hr with a vtbi of 90ml. The device alarms for patient side occlusion and the user restarts the infusion. At 9:08 am, the user changes the rate of the infusion running on syringe module s/n (B)(4) to 18ml/hr. At 9:11 am, the primary infusion completes and the infusion is stopped (syringe empty). At 9:14 am, the user channels syringe module s/n (B)(4) off and the device is now idle. At 9:45 am, pm s/n (B)(4) alarms for patient side occlusion. At 10:17 am, pm s/n 4069749 alarms for check IV set. The user then channels off the device and the system is shutdown and powered off. The volume recorded as being infused during this period was 19.23ml for sm s/n (B)(4) and 19.814ml for pm s/n (B)(4). The second system consisted of pcu s/n 13102152, sm s/n 14592170, sm s/n 14591015, pm s/n (B)(4) and sm s/n (B)(4). The first entry in the returned log starts at 7:50 am on 13 february 2018 when the system was powered on. The pcu log shows that the four devices were not in use between 6:00 am and 10:00 am and the first infusion did not occur until 11:00 am. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient harm reported.

Event description:
The customer requested a log review, keypress information and any anomalies that would suggest medication diversion. The medication, intended programming and suspect module was not provided. The devices are used in the or and move with the patient to the recovery area (pacu). The pacu manager wants to rule out a possible medication diversion.